Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned, but it has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument could not hold the needle, and it was constantly being dropped. The instrument was perceived as unstable. The customer tried docking the instrument on and off with no difference. They changed to another instrument and then it worked. The procedure was completed with the replacement instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the only thing that fell into the patient was the needle because the instrument could not hold it. It was picked up with another instrument.

Manufacturer narrative:
The mega needle driver (mnd) instrument was tested on an in-house system. The mnd instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The bumper test was performed twice and passed. The instrument passed the needle handling test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h10/h11 for follow-up information.